Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of death is listed in the xience v, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with unstable angina and the procedure was performed to treat a de novo lesion in the proximal right coronary artery with moderate calcification, moderate tortuosity and 80% stenosis. After serial pre-dilatation with 1.5 x 12 mm and 2.0 x12 mm balloon catheters, a 3.0 x 12 mm xience v stent was successfully deployed at the lesion. Post procedure angiography was completed and no stent thrombosis was observed. Timi flow was grade iii. Dual antiplatelet therapy was commenced; however, the patient expired on the day of the procedure. It was not known if the stent contributed to the patient death. No additional information was provided.